Event description:
It was reported that the patient experienced no stimulation. The battery depleted abnormally. A temporary stimulator was used until the patient had their neurostimulator and extension replaced.